Event description:
During a coronary stenting procedure, the cypher stent dislodged from the balloon. The device could not be retrieved and was ultimately implanted in the patient's radial artery. A report was received that a cypher stent was associated with dislodgement. The age, gender and medical history of the involved patient were not provided. The reason for the patient's admission to hospital was not reported; but an angiogram revealed a lesion in the rca. No vessel and/or lesion characteristics were provided. It is not know if the lesion was pre-dilated prior to the advancement of a 3.50 x 28mm cypher select stent. During the implantation of this stent, it is reported to have come off the sds. The physician then attempted to remove the sds with the guiding catheter, but was unsuccessful. He then opted to implant the stent in the patient's radial artery.

Manufacturer narrative:
Independent film review confirms the dislodgement reported by the account and noted it to have occurred during an attempt to withdraw the stent into the guide catheter. It is suggested that vessel characteristic (angulated and tortuous vessel) as well as procedural factors (pre-dilatation not performed) may have contributed to the event. The stent delivery system was not returned for analysis. A device history record review was conducted and the product met quality requirements for product acceptance. Based on the available information, it appears that vessel characteristics and procedural factors might have contributed to this event.